Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 38 motor stall messages on the ilet despite multiple restarts, after which placing the device on a charging pad and restarting enabled a breakfast bolus to be delivered, with a reported blood glucose of 222 mg/dl and no symptoms; this is consistent with a mechanical device problem affecting insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.